Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's parents contacted dexcom technical support on (B)(6) 2011 to report an allergic reaction to adhesive that has not healed since pt last wore his sensor over a month ago. It has been verified that the pt is not using any alternative product under the sensor that could have caused the allergic reaction. Parents have taken pt to see a doctor who advised them to use hydrocortisone on the affected area. Pt has not worn his sensor yet since parents are waiting for area to heal before they use sensor again.